Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that the 1.5 mm x 3mm galaxy g3 mini coil (glm915030 / l14301) was used during the coil embolization procedure targeting a cerebral aneurysm at the anterior communicating artery (acom); the physician attempted to detach the coil by pressing the detachment button on the connecting cable approximately 4 times, but the coil did not detach. The coil was removed from the patient¿s body. The physician commented that the wire could have snapped which caused the detachment failure of the coil. Additional information reported that the wire breaking was a possibility, but it was not confirmed. A pre-deployment electrical check was performed, and all the connections fit properly without the application of force. The procedure was reported to have been successfully completed, but the details are not available. No procedural delay resulted from the reported event; there was no report of patient injury or complication. Preliminary photo images of the complaint device were captured by the j&j japan affiliates. The photos have been reviewed. An assessment cannot be performed based on the photos; functional testing will be needed. The product was returned for evaluation. The investigational finding is documented below. Investigation summary: the non-sterile 1.5 mm x 3mm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The hub was observed without any damage. The device positioning unit (dpu) was observed kinked at 140 cm from the proximal end and was protruded from the introducer. The marker band was at 38 cm from the hub, which is considered within specifications. The resheathing tool was in good condition. The coil introducer was unzipped and in good condition. Microscopic inspection was performed. The v-notch was found in good condition. The resistance heating (rh) was inspected through the introducer and showed evidence of being heated. The articulation joint and the embolic coil were also inspected through the introducer and were observed in good condition but detached from the resistance heating. Functional testing could not be performed as the articulation joint and the embolic coil were both detached from the resistance heating. Both were observed to be in good, normal condition. A review of manufacturing documentation associated with this lot (l14301) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue that the 1.5 mm x 3mm galaxy g3 mini coil failed to detach after the detachment button was pressed four times during the procedure could not be confirmed through functional analysis on the returned device; the articulation joint and the embolic coil were returned detached from the resistance heating; the resistance heating also showed sign that it had been heated. The articulation joint and the embolic coil may have detached from the resistance heating because the detachment button was pressed multiple times. The kinked condition noted on the dpu may have been caused by inadvertent excessive force exerted on the device; the exact cause of the kink condition noted on the dpu cannot be conclusively determined. Failure to detach is a known potential product issue associated with the use of the device. The IFU contains several cautions relating to these situations, including instructions for troubleshooting should they be encountered during use. Per the IFU: ¿if a fault light is detected, the system ready light is not illuminated, or there is no detachment after two detachment attempts, replace the dcb unit. If detachment still does not occur, carefully withdraw the entire microcoil system and redeploy a new microcoil system.¿ though functional analysis could not be performed on the returned device, based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 5/31/2019. [Additional information]: the healthcare professional reported that the 1.5 mm x 3mm galaxy g3 mini coil (glm915030 / l14301) was used during the coil embolization procedure targeting a cerebral aneurysm at the anterior communicating artery (acom); the physician attempted to detach the coil by pressing the detachment button on the connecting cable approximately 4 times, but the coil did not detach. The coil was removed from the patient¿s body. The physician commented that the wire could have snapped which caused the detachment failure of the coil. Additional information reported that the wire breaking was a possibility, but it was not confirmed. A pre-deployment electrical check was performed, and all the connections fit properly without the application of force. The procedure was reported to have been successfully completed, but the details are not available. No procedural delay resulted from the reported event; there was no report of patient injury or complication. Preliminary photo images of the complaint device were captured by the j&j japan affiliates. The photos have been reviewed. An assessment cannot be performed based on the photos; functional testing will be needed. The product has been received and is pending evaluation. Initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by the product analysis lab on (B)(6) 2019. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. Physical manufacturer name: (B)(4). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (l14301) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the 1.5 mm x 3mm galaxy g3 mini coil (glm915030 / l14301) was used in the procedure to treat an arterial aneurysm. The physician attempted to detach the coil by pressing the detachment button on the connecting cable approximately 4 times, but the coil did not detach. The coil was removed from the patient¿s body. The physician commented that the wire could have snapped which caused the detachment failure of the coil. There was no report of patient injury or complication. It was reported that the product is available and will be returned for evaluation and analysis. Preliminary photo images of the complaint device were captured by the (B)(4) affiliates. The photos have been reviewed. An assessment cannot be performed based on the photos; functional testing will be needed.